Event description:
Customer called to report high blood glucose. Blood glucose reading was 292 mg/dl. Customer had treated with the insulin pump. The insulin pump alarmed for weak signal. Troubleshooting was performed and communication was re-established. Air bubbles were noted in the reservoir and the tubing. The infusion set cannula was found to be bent. The customer changed the infusion set. No other anomalies were found. Advised that the insulin pump is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).